Event description:
The customer received blood glucose readings of 294, 308 and 325mg/dl on the contour next ez meter. He felt symptoms of hypoglycemia: sweating and shaking. He re-tested on a different meter and the reading was 50mg/dl. No additional information was provided regarding the incident. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant the test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.

Manufacturer narrative:
Corrected lot#: 3cfec02.